Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not in use by a patient. The customer reported that there was a "system malfunction" alarm during system check. Companion 2 driver s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the interior of the driver did not reveal any anomalies. The patient file was copied and reviewed, which revealed two system malfunction alarms and four failed system checks. This confirmed the customer reported issues. The system check failures, as observed by the customer, were found to be caused by a malfunction of the right electronic pressure regulator. During failure investigation testing, efforts to reproduce the system malfunction alarms were unsuccessful. Despite the customer reported failed system checks, risk to the patient was low because the driver was not supporting the patient at the time of the system checks. The right electronic pressure regulator was replaced, the driver was serviced, and passed all final performance testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not in use by a patient. The customer reported that there was a system malfunction alarm during system check. This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.